Event description:
It was reported that during an ipg replacement procedure (related manufacturer reference number: 1627487-2022-03719), the doctor started incision at the scar for previous ipg pocket site and noted that the ipg had been relocated to another pocket on unknown date for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.